Manufacturer narrative:
Upon review of the films provided, a fracture was observed sub-lesser trochanter, subsidence of the stem was observed, and evidence of an undersized stem was present. There is no evidence of implant or instrumentation malfunction. Surgeon commented that it was more likely due to a technical error. The instructions for use list femoral bone fracture during intra-operative bone preparation or impaction as a potential adverse effect.

Event description:
During surgery on (B)(6) 2015, the patient's bone cracked during broaching of the femur. Nesplon cable was used to fix it. Femoral head was changed from +3 to +6 and bipolar cup was sized up from 46 to 47mm. Stem size remained the same. Surgeon commented it was likely due to technical error.